Event description:
In a laparoscopic roux en-y gastric bypass procedure, after an ir60b reload had been fired via an i60 stapler, it was observed that staples had been deployed only over the distal 1 cm of the staple line. Another ir60b reload was used to complete the procedure.

Manufacturer narrative:
Visual examination of the returned ir60b reload showed that some galling had developed between the shuttle nut and the drive screw. As a result of this, the shuttle's travel along the axis of the reload was prematurely halted, resulting in a partial stapling and partial tissue transection. This issue will be monitored. Evaluation summary: the reload shuttle seized. The galling developed between the shuttle nut and the shuttle screw.